Event description:
It was reported by the rep that the (1) mcl20 was used during a radical cystectomy procedure. It was reported that the clip applier would not fire. The case was finished with another mca. There was no pt consequence.